Manufacturer narrative:
This report is submitted on january 11, 2021.

Event description:
Per the clinic, the patient experienced skin irritation at the implant site. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported that prior to explant the patient experienced infection at implant site. This report is submitted on 19 january 2021.

Manufacturer narrative:
This report is submitted february 12, 2021.